Event description:
The customer's parent called and reported the customer experienced high blood glucose of 537 mg/dl, which was treated with a bolus. On the morning of this report, customer's blood glucose was 81 mg/dl. It was advised to call back for high blood glucose issues.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.